Event description:
The device was used during a low anterior resection procedure. Reportedly. The instrument made a cracking sound before the handle locked, and the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.